Event description:
It was reported that during a prostate procedure, three surgical fibers were used and exhibited an issue where the irrigation to the fiber tip ceased to flow, causing the fibers to overheat and burnout. One of the fibers became forward firing as a result. The procedure was completed using the third fiber. There was no report of injury. This report is for the third fiber used.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.